Event description:
It was reported that the patient received 14 inappropriate shocks due to t-wave oversensing. The lead was capped and no further patient complications have been reported as a result of this event.